Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a bad upstream sensor. No patient involvement was reported.

Manufacturer narrative:
One device was returned for evaluation with complaint of bad upstream sensor. Service history review identified the complaint was not related to a previous service of the device within the review period. Review of event log did not find the error code. Could not confirm complaint with visual and functional testing. Found upstream occlusion (uso) seal is delaminated, and the dso downstream occlusion (dso) seal is delaminated. Replaced the dso seal, uso seal. Device passed all testing criteria post repair.